Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx balloon catheter, the balloon burst during balloon inflation at 20atm, exceeding the rated burst pressure (rbp) of 18 atm. The target lesion was located in the proximal circumflex (cx) artery which exhibited no tortuosity and moderate calcification. The device was not inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device was not kinked and restraightened during use. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The proximal circumflex lesion was pre-dilated with a 2.5mm non-compliant (nc) balloon, followed by a 3.0mm nc balloon, followed by a 3.5 mm shockwave balloon. A guideliner was then used to deliver a 3.5 x 26 resolute integrity stent. Post-implant of the stent, a 4.5 mm nc balloon was used to dilate the distal and mid section of the stent. The 3.75 x 15 nc sprinter balloon was smoothly delivered to the proximal end of the stent through the guideliner and inflated to 20 atm. The balloon ruptured. The balloon catheter was withdrawn from the patient and it was then discovered that the balloon was no longer attached to the delivery system. On fluoroscopy it was noted that one of the balloon marker bands and the balloon detached during removal and became lodged in the proximal circumflex artery following balloon rupture during inflation at 20 atm. Multiple attempts to rewire the vessel past the lodged balloon and marker band were unsuccessful. No attempt to snare made. The patient was then sent for same day surgery. The patient required coronary artery bypass graft (CABG) x 3 due to the lodged balloon and marker band, which were not removed because of their proximity to the left main artery. The coronary artery bypass graft was successfully completed. No further complications were reported during or after the procedures.

Manufacturer narrative:
Product analysis: the device returned for evaluation with a radial balloon burst with the majority of the balloon form the proximal cone to the distal tip detached along with one markerband. The balloon could not be pressurized due to the balloon burst. The distal tip was stretched. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon burst occurred on the first inflation. The lesion being treated had 70-80% stenosis. The device was not moved or repositioned while inflated. Post-implant of the resolute integrity stent, a 4.5 x 15mm nc sprinter balloon was used to post dilate the distal and mid section of the stent. There were no issues noted with the 4.5 x 15mm nc sprinter balloon. The 3.75 x 15mm nc sprinter balloon was being used to post dilate the proximal portion. It was noted that after the lesion was prepped, stented and the mid and distal portion post dilated, not much residual stenosis was present when the event occurred. No resistance was noted during withdrawal of the device. The physician assessed that the resolute integrity device did not contribute to the 3.75 x 15 nc sprinter balloon burst and detachment and there was no complaint against the resolute integrity stent. Image review: fluoroscopic images confirm the presence of the proximal lesion in the lcx. The vessel was pre-dilated. The reported balloon burst and device detachment could not be confirmed from the images. Final images confirm the presence of the distal device marker band in the vessel. This suggest that the distal end of the catheter has detached. This detached part of the catheter was not removed. The cause of the burst was not identified on the images. One still image received for analysis. Image depicts an nc sprinter device coiled in a clear plastic bag. The device cannot be clearly seen in the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.